Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative and patient implanted for spinal pain. The patient reported that their device is not working properly and causes pain in their stomach. They stated that when they try and increase the stimulation intensity, they feel it in their lower right stomach, lower right back, and hip. The patient indicated that the stimulation is supposed to target their complete right leg. They noted that they do feel stimulation in their right leg when they increase the intensity, however, it is further up. They considered the change in therapy to be sudden and added that the issue occurred a couple of weeks ago. The patient mentioned that they have had numerous falls, and their last fall was around (B)(6) 2018. They stated that they can¿t predict when they will have a fall, or when their right leg will give out. The patient mentioned that sometimes the falls are more frequent. The patient thought that they had a reprogramming session, but the healthcare provider called them and indicated that the manufacturing representative would not be available. Patient services sent out communication to the field. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they took care of the patient the week prior to the report, and they are good. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.